Event description:
A vns consultant reported that her handheld computer was not turning on. She stated that it has been charging since yesterday, and she tried charging it on different outlets. She also noted that the light was on when it was plugged in. It was confirmed that the lock button was not engaged. A hard reset was performed which still did not resolve the issue. The handheld was returned for analysis and is pending completion.

Event description:
Analysis was performed on the returned handheld, and the reported allegation was verified. During the analysis, it was identified that the sync cable connector on the bottom of the handheld was damaged. Because of the damage, the handheld was unable to receive power from the ac adapter. The cause for the damage to the connector is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle. No other anomalies were identified. During the analysis of the returned software/flashcard, it was identified that the flashcard contained two different sets of patient databases. The likely cause for the multiple databases is associated with the flashcard being inserted into multiple devices. No other anomalies were identified. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
The initial report inadvertently listed the incorrect device name. The initial report inadvertently listed the incorrect date. Review of the handheld computer device history records confirmed all quality tests were passed prior to distribution.

Manufacturer narrative:
.